Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, pump screen is dark and won't turn on. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 216-217 mg/dl.